Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901104 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for investigation. The retained samples were examined and no defects were observed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china contained foreign matter. The following information was provided by the initial reporter: "during checking, there was the black spot in the barrel of the syringe before using."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(4) contained foreign matter. The following information was provided by the initial reporter: "during checking, there was the black spot in the barrel of the syringe before using."